Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem inserter tip is damaged and will not engage with the stem implant. No pieces were broken off.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> territory 226 reports that the stem inserter tip is damaged and will not engage with the stem implant. No pieces were broken off. The device associated with this report was not returned. A search of the complaint database found similar reports that were attributed to misuse and wear. If placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage the tip area. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. The date code cv0606 indicates the instrument was manufactured in (B)(6) 2006 and is over 14-years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify the root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance sep 419.